Event description:
It was reported that the right ventricular lead exhibited intermittent capture and decrease sensing during a check-up at the hospital. X-ray image indicated that the lead was in the original position. The lead was repositioned successfully and the patient was discharged in a stable condition.